Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that when the infusion pressure was decreased during an eye surgery then intraocular pressure increased. It was noted that the infusion pressure on the console's display showed that the infusion pressure had increased. The procedure was completed without harm to the patient with the same product. The product was discarded after the procedure. There is no sample returning for evaluation. There are no other event details available.

Manufacturer narrative:
A device history record review for the reported lot shows that the product was released per specifications. An empty tray was received; there was no sample returned for this complaint report. A visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. An investigation of the console showed that the product met specifications at the time of release. No further information was able to be obtained from the customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).